Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a tear was noted after insertion. The lense was removed without any pt injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there were tears in the optic and a piece of the optic and a haptic were torn off. There was evidence of a clear surgical residue. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.